Event description:
Approximately (B)(6) 2020 I awoke with severe eye pain and swelling/hardness of my eye balls. Not long after I had sinus problems, which included breathing issues, and sinus pain. I went to my optician, an ophthalmologist, 2 ents and my pcp. I was given procedures for my eyes for blepharitis and at home care. 2.5 years later my eyes are as bad, probably worse. I have since seen another ophthalmologist. While dealing with these problems, I started having extreme headaches with the eye pain. Next was issues swallowing. As days and months dragged on I acquired breathing problems, with continued eye, sinus and headache/neurological problems and thyroid issues and swollen lymph nodes. Around 5 months ago I started having breathing problems and lung issues. I cannot breathe. I see a pulmonologist on (B)(6) 2023. I have seen a total of 13 physicians, neurologist, rheumatologist, optician, ophthalmologist, ents, and have appointments to see an pulmonologist, endocrinologist and gastroenterologist. My life has been greatly affected. My quality of life has declined over the past 2.5 years. I have no answers. All I have is a recalled CPAP, no refund for my recalled machine (I do not trust philips) I cannot go without my machine I fall asleep during the day if I don't use it. They owe me my life back, and that's not going to happen. I have pictures of black particles stuck to the inside of the machine and black minute particles in water chamber. They essentially have possibly been killing me since 2013. I deserve action. They knew about this since 2016 and did nothing. The FDA said over 100 people have died from CPAP related illnesses. I'm asking for help. I'm asking for someone to advocate for me. Doctors do not want to get involved. Why? They pretend they know nothing about it. I need an advocate. Thank you for letting me tell my story. I and hundreds of thousands need help. I need help. I'm begging for help. I will be (B)(6) in (B)(6). A lot of life left to live with 4 adult children and 8 grandchildren. I have had so many tests I have to sift through papers to get exact test results. Please help. (B)(6).